Event description:
Reportedly, this occurred in 2002. A patient had a total colectomy and ileoanal pouch in 2002. The patient was later evaluated for a leak. An ileoanal pouchogram showed a leak, and the patient was taken back to o.r.